Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
During a rituximab infusion, fluid buildup was noted inside the pump, the device was cleaned and infusion continued. The report suggests that further build up was noted and on closer inspection, fluid was observed to be leaking from the silicon segment. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.